Manufacturer narrative:
Insulin pump had broken battery tube threads, missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that chipped piece was on the top of the pump. The customer¿s blood glucose was 220 mg/dl at the time of incident. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.